Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Connectors are not engaged during the tigerpaw system ii device use. No known patient effect. No blood lost referred to this event.